Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital bio-med that the pt presented to the local hospital for a scheduled 30 days follow-up. During the pt's visit, the hospital noticed that the pt was in heart failure and had an elevated lactate dehydrogenase (ldh). At that time the pt was admitted and full work up for pump thrombus was performed. According to the doctor at the implanting center, the pt had experienced a hematoma post op which required them to hold anticoagulation for some period of time. A decision was made and the pt underwent a pump exchange from one lvad to another lvad. Suspected thrombus was noted on the inlet portion upon explant.